Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a short guiding catheter was used, and the opticross 18 and guidewire were inserted. However, the opticross 18 tip became separated while probing the calcified area. The tip remained on the guidewire. A balloon was inflated and entangled the guidewire with the separated fragment, which was eventually captured and retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection and microscopic inspection revealed that the sheath was kinked; the imaging window was kinked, torn, and stretched; and the tip was kinked and stretched, with detachment from the imaging window. The guidewire exit port was torn. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation was assigned the conclusion code adverse event related to patient condition. No deviations were identified during the DHR review, confirming the device met all manufacturing specifications. The reported tip detachment likely occurred when a kink and tension force developed during advancement in the patients anatomy, causing the tip to detach. Due to the resulting detachment, an additional device was required to remove the fragments from the body. Based on medical review, the clinical event was anticipated in nature and severity, and the reported anatomical factors were considered the most probable contributors to the event.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a short guiding catheter was used, and the opticross 18 and guidewire were inserted. However, the opticross 18 tip became separated while probing the calcified area. The tip remained on the guidewire. A balloon was inflated and entangled the guidewire with the separated fragment, which was eventually captured and retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a short guiding catheter was used, and the opticross 18 and guidewire were inserted. However, the opticross 18 tip became separated while probing the calcified area. The tip remained on the guidewire. A balloon was inflated and entangled the guidewire with the separated fragment, which was eventually captured and retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications.